Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Foreign: (B)(6). Study name: (B)(6). Patient ID# (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended. The device was discarded; thus, no product evaluation was performed. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2016, two stellarex catheters were used to treat the target lesion of the right proximal mid and distal sfa. Approximately 26 months post index procedure, the patient expired of organ failure.